Event description:
The light used to detect pulse oxygenation was working prior to surgery. Once in the or, the light flickered and went out. This probe was replaced and the new one worked appropriately.